Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, multiple instruments were scraped and missing some material. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse advised site to return the instrument and check the cannula by using gauge pin. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the instrument be returned for failure analysis investigation. Isi, has not received the da vinci product with an alleged issue to perform failure analysis.